Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0a16h, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a "lot of bloating" like they did in the past and felt like the implantable neurostimulator (ins) was not working well. The patient also stated that they had a loss of therapeutic effect. It was also reported that the patient's "flow" was not as strong as it used to be and was "not going much to the bathroom." The patient noted that they were retaining more because they were not going much. The patient felt like they needed to increase the stimulation "up a level." The patient was at 0.35 volts and increased it to 0.40 volts (since there was no interval between 0.35 to 0.40). The patient did not feel the stimulation but the stim was confirmed to be on. The patient stated that they had no pain or infection and that there were no falls or trauma associated with the event. The patient thought that maybe they were healing after the surgery and needed to increase the stimulation but was "not sure." It was later reported that the patient had some questions about her equipment and didn't know if it was on and was reading her book and had some questions. The patient noted recently it was hard to get the flow going when she urinates and wondered if it needed to be increased or changed. The patient was not able to adjust stimulation. Patient saw on program 1 at 0.40 volts with lightning bolt. Patient adjusted it up to 0.50 volts. And patient decided she wanted to raise it up one more to 0.55 volts. Patient noted what was happening everything if her body got used to it then everything started slowing down (bowels, urine, getting bloated again and noticed she was retaining fluid like the urination) stating it was all just a learning process. This action resolved the reported issue of checking status of her therapy and adjusting the level. The patient had an appointment on (B)(6) 2014 (regular followup). The patient lacked basic understanding of patient programmer use and the therapy. It was later reported that the stimulation was too high. The issue began a few days ago. It was stated that the patient urinated 20 times today and used a catheter, which the patient had not done in a long time. The patient wanted to turn stimulation down, but the patient programmer would not turn on. The patient would turn stimulation down once they had new batteries. It was noted that the patient's essential tremor got worse about a month ago and her medication was adjusted. The patient's status was unknown. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.